Event description:
Hold - ab 11/06it is reported that since (B)(6) 2013, end-user experienced an itchy rash under wafer's mass under wafer's mass at the right lower quadrant on the peristomal skin. End-user describes the rash as having a fine bumpy texture with a leading edge of small bumps. It is further reported that the rash presents as a moist and pink open wound approx 1 inch in diameter at the 4 o' clock - 5 o' clock position. Lastly, end-user does not recall her skin tearing upon removal of skin barrier. Product has been in use for more than 5 years.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. It is reported that the end user has had this type of rash in the past; however, it usually occurs during hot weather. The end-user also stated she uses cavilon no sting swabs and eakin seal. The skin is cleansed with (B)(6) soap and has been using stomahesive powder, which she didn't think was helping, because it caked up (formed a crust) under the wafer. The end user was seen by her wound ostomy care nurse who felt it was a fungal rash, and recommended the use of nystatin powder for approx 3 days. It is reported that since using nystatin powder, end-user has not performed any skin barrier changes, therefore, she cannot tell if there has been an improvement. She stated she covered the denuded area with a piece of gauze during the last wafer change and will contact her primary care physician if condition persists for a week or two. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.